Manufacturer narrative:
Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacture reference number 1627487-2019-09528. Related manufacture reference number 1627487-2019-09529. It was reported that the patient had a system explant in 2015 due to not providing adequate relief.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.